Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the balloon burst. First inflation was made in distal superficial femoral artery (sfa) without difficulty. The balloon was then pulled back for second inflation. The balloon was inflated to 14 atmospheres (atm) and immediately burst. The balloon was pulled out and there was no harm to the patient. A new balloon of unknown size from the same manufacturer was opened and used to complete the procedure. There were no known adverse consequences to the patient reported.